Event description:
It was reported that the bd nexiva¿ closed IV catheter system was leaking and there was a cut near the line at the hub. The following was received by the initial reporter: verbatim : customer was inserting peripheral IV when blood was noted to be leaking form the IV catheter nearest to the "flash hub". Customer carefully, immediately removed the catheter from patient's arm and noted a small cut in IV catheter nearest the hub. Had the customer not noticed the cut and advanced the catheter further into the vein , part of the IV catheter could have become dislodged.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was leaking and there was a cut near the line at the hub. The following was recieved by the initial reporter: verbatim : customer was inserting peripheral IV when blood was noted to be leaking form theh IV cathether nearest to the "flash hub". Customer carefully, immediately removed the cathether from patient's arm and noted a small cut in IV cathether nearest the hub. Had the customer not noticed the cut and advanced the cathether further into the vein , part of the IV catheter could have become dislodged.